Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that this right ventricular (rv) lead was attempted to be implanted. The lead measurements were not acceptable even after several attempts, so the lead was removed. The physician opted to implant a non-boston scientific system with a lead in the left bundle branch (lbb) area. No adverse patient effects were reported. The attempted lead was expected to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, the lead was returned severed at about 95mm from the terminal pin. Visual inspection noted the helix was retracted, with dried blood observed in the helix housing. Resistance testing was performed on the two segments that were returned, and confirmed the segments were electrically continuous. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the poor lead measurements observed during the implant procedure.

Event description:
It was reported that this right ventricular (rv) lead was attempted to be implanted. The lead measurements were not acceptable even after several attempts, so the lead was removed. The physician opted to implant a non-boston scientific system with a lead in the left bundle branch (lbb) area. No adverse patient effects were reported. The attempted lead was returned for analysis.